Manufacturer narrative:
Off label use: acd <3.0 claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -5.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. The lens was implanted, removed, and replaced with a longer length lens due to low vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim # (B)(4)